Event description:
Rptr indicated a vns therapy pt underwent generator replacement surgery due to end of service. The generator was returned to the manufacturer for analysis and the end of service condition was confirmed. During testing, transistor q10 was found to exhibit an out-of-limit (higher) leakage current at test chamber temperature. This leakage increased the module's supply current 1ma consumption by approx 5.258ua over the high limit and could potentially be a contributing factor to the end of service. However, results of the battery longevity prediction confirm that the end of service condition was an expected event and potentially, this slight leakage is expected to have only a minimal effect on the end of service condition.